Event description:
A ventilator was returned to the manufacturer due to not meeting the acceptance criteria of the evaluation process. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device has been scrapped.